Event description:
Patient reported receiving a 09 (technical inspection due) alarm. She indicated that she received the 88 and 86 (technical inspection alert) alarms, but did not receive the 84 and 82 (technician inspection alert) alarms. Patient did not report any physiological effects associated with this issue. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.